Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective which lead to the unintended action of the pump going into the quick bolus menu by itself. No harm to the patient was caused by this action.